Event description:
Two hemolock clips were placed distally and proximally. When the second most distal clip was placed, the hemolock applier would not open. Multiple maneuvers were attempted to allow this device to open and all were unsuccessful. Because the applier was locked on the cystic duct, we ultimately placed another clip inferior to the most distal clip, at what appeared to be the junction of the cystic duct and common bile duct. We then divided the cystic duct with scissors just below the hemolock applier and we were able to free the clip applier from the specimen side using shears. There remained only one clip on the cystic duct, although this appeared secure. The malfunctioning instrument was passed off the field and marked for repair. There was a more posterior branch of the cystic artery identified that was divided successfully with electrocautery.